Event description:
Additional information was received that the patient had been placed in hospice care and their left ventricular assist device (lvad) was ultimately disconnected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The outcome was not considered to be device or therapy related and the device reportedly operated as expected. An autopsy was not performed, and the device was not explanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away.